Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in belgium: "overinfusion." "Reason of complaint: during the last use of our syringe driver, we noticed that it emptied the syringe earlier than anticipated. As this is about very specific medication, we left a 50 cc syringe running for 24 hours. With the following comment from my colleague "the syringe pump has been tested and was empty 50 minutes earlier than it should have been. Start time 10:35 end time 09:45".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 1694 h. 2.6 further information: 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given, for that reason the last history files were investigated (2022-05-19). For further history investigation the history files were sent to the development. The analysis was provided as follows: on (B)(6) 2022, a "terumo 50ml" syringe was selected, and the drive position was 17701. A vtbi of 24 ml and a rate of 1 ml/h was entered. At 12:06:42, the infusion was started. On 05/19/2022, at 11:33:22, the syringe pre-alarm (after 23:26:40) was signalled by the pump and 3 min later the syringe pre-alarm (23:29:41) was signalled again (instead of the syringe end alarm, because it was turned off in the pump setting data.). 5 min later, the infusion was stopped by the user. From the position of the drive (17701), the used "terumo 50 ml" syringe and the calibration data of the device, a filling volume of the syringe of 23.5468 ml is calculated. At a rate of 1 ml/h, this results in a running time of 23:32:48. The difference of 3 min results from the 20 motor steps of the start acceleration after syringe change when infusion is started. The pump behaves correctly. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A terumo 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A test of the pre-alarm and the end alarm was passed, the pre-alarm and end-alarm displayed correctly. 3.4.3 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,77%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.4.4 individual inspection ops 50ml: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,68%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.4.2 pressure measurement: the strain gauge pressure measurement was checked, and the pressure stage test (motor power limitation) was checked. The device meets the required values and standards. All measured values are within our specification. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.